Event description:
According to the reporter: the instrument does not pull suture from one arm to the other, and pops out. The current patient status is unknown. The difficult did not result in any tissue damage or patient injury. A new device was opened to complete the procedure. No additional information can be provided by the account.

Manufacturer narrative:
(B)(4).